Manufacturer narrative:
A green mesh sling with black straps and banding, size large, was used with the lift during the incident. The sling is absent of any label to identify the manufacturer, brand or product number.

Event description:
It was reported to the manufacturer by the end user, per the end user, the cna's put the resident in the sling on the bed. The patient was raised off the bed and the lift was moved. The resident slid out of the sling, feet first. The resident landed on the floor. The resident sustained a hematoma on the back of the head. Around 6:30pm that day, patient started vomiting. Doctor was notified and staff should continue to monitor. Patient continued to vomit and was sent to the hospital on (B)(6) 2017 at 10:08am. CT-scan, ua and labs were done. The results were normal. Complaint#(B)(4) and (B)(4) were entered into our system to have the lift returned to joerns for investigation. As of this writing, the lift has not been returned.